Event description:
The customer reported that she was hospitalized with a low blood glucose of 26 mg/dl. The customer stated that she had an infection, but now that the infection is gone, her doctor has taken her off of insulin pump therapy. The customer stated that she was told she doesn't need as much insulin anymore, and will be off the insulin pump for at least a month. The customer was unable to troubleshoot, and stated that she will call back once she's back on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.